Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/17/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device observed to have deformation. Shell surface was discolored. The device weight measurement was within specifications. An air void was noted between the shell and the gel. A flat crease was noted on the shell of the device. The gel was cloudy after the autoclave cycle was performed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported left side rupture, "creases" and capsular contracture, baker grade iii. Device has been explanted.